Event description:
Customer reportedly obtained a result of 243mg/dl on the complete system and 108mg/dl on the doctor's device within 10 minutes. No action was taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent. Comparison performed at the doctor's office.